Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was admitted to emergency room due to high blood glucose on (B)(6) 2021. Blood glucose reading was 340 mg/dl at the time of hospitalization. Customer reported length of hospitalization was 5 hours. Customer was treated with intravenous injection. Customer had experienced symptoms such as nausea, thirsty, headache. Customer also reported insulin pump insulin flow block alarm. Customer reported they were positive in ketones. Customer had been using insulin pump within 48 hours of reported high blood glucose event. Customer reported auto mode feature was active during reported high blood glucose event. The device will not be returned for analysis.